Event description:
During incoming inspection, the distributor rejected this device, 138114a, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received 1 of item 138114a in unopened original packaging. Performed a visual inspection of the device, there were signs of a breach. No need for a functional test there was a visible breach. Root cause cannot be determined, however, based upon evaluation of the device and IFU; a possible cause of this event could be that the packages were improperly sealed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that sterility guaranteed unless package has been opened, broken or damaged. Inspect and test each device before use. We will continue to monitor per regulatory requirements to help ensure patient safety.